Event description:
The customer reported the device will come on but goes in and out. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. External visual inspection showed no damage. The device was unable to power on using lab stock batteries. Functional testing could not be performed as the device was unable to power on. Internal inspection showed contamination damage in the battery compartment. The failure was isolated to a component of the system board (d4) which prevented the device from powering on. A service history record review for this device reveals one (1) previously reported issue related to this reported event. The previous event was more than three (3) years ago

Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the device will com on but goes in and out. No patient impact or consequences were reported.